Event description:
During an incident on an unknown date involving an unknown patient, this defibrillator prompted "service mandatory". The paramedics were at the scene, so they took over patient care. No other patient or incident information was known.

Manufacturer narrative:
The returned defibrillator was found to be missing 6 case up screws. It was tested and the reported complaint of "service mandatory" prompt was not verified and could not be duplicated. However, after 10 shocks, the unit gave a "needs service, energy low" prompt. An ic on the control board was found to be the source of the error and was replaced. A low voltage clock battery was replaced and the display board was replaced due to a dark spot on the center of the display. The low voltage clock and display spot did not affect operation for patient treatment. Proper operation of the device for patient treatment was then verified. The hs3000 monitors capacitor voltage before and immediately after a shock. The "needs service, energy low" message prompts after shock delivery if the calculated energy error is out of tolerance. The "service mandatory" message with audible beep tone is displayed in the event that a critical part of the unit fails self-test and the unit is disabled. The hs3000 operating instructions explain these prompts and what to do should they be experienced. The customer was sent a letter explaining our evaluation.